Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: a visual and microscopic analysis was performed which identified: crease sharp opening, crease sharp broken, stress marks, wear abrasion and crease fold. Based on the device analysis the final assessment is: an opening and broken crease sharp on shell due to fold flaw opening and missing shell and patch due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device was explanted. This record is for the right side.